Manufacturer narrative:
An event regarding appearance involving a scorpio baseplate was reported. The event was confirmed. A visual inspection indicated the device was returned in new condition. There are some marks on the surface of the baseplate. The markings found on the baseplate are cosmetic. A dimensional was conducted and met specifications. Clinician review: not performed as medical records were not received for review with a clinical consultant. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Conclusions: the reported event regarding appearance (marks on the device) was confirmed. A visual inspection noted there are some marks on the surface of the baseplate. The markings found on the baseplate are cosmetic. However, the root cause could not be determined. Review of the device by a operation supplier quality specialist indicated the visible marks on the baseplate meet their specifications and would pass inspection. No further investigation for this event is needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the tibial base plate was marked when they took it out of the pack. The surgeon chose not to use the device and completed the case with an alternative.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the tibial base plate was marked when they took it out of the pack. The surgeon chose not to use the device and completed the case with an alternative.